Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021 . The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint because of missing sensor pod. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.